Event description:
The following report was received by covidien (medtronic). The customer reports that during treatment for intracranial aneurysm, the device would not open. During removal of the microcatheter, the distal part of the stent could not be applied against the wall of the artery. The device could not be deployed so it was decided to push back the stent inside its sheath and to remove it with the microcatheter.

Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside of catheter. The pipeline was not attached to pushwire. The ends of pipeline were found opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's report could not be confirmed. The returned pipeline was fully opened with damaged braid. It is likely that the damaged braid may have contributed to the reported issue of distal part of the stent could not be applied against the wall of the artery.. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted.